Event description:
It was reported to patient services on (B)(6) 2011 that this device only lasted two years and the battery ran out. It was implanted on (B)(6) 2006 and explanted on (B)(6) 2008. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).